Event description:
The customer alleged they were having imprecision problems for multiple assays on their e601 analyzer. The customer stated they double check "p't data if the data is out of the normal reference range". The customer found bad precision between "two data", especially for carbohydrate antigen 19-9 (ca 19-9), ca 125, and ca 153. The customer provided data for seven samples, two of which had discrepant results. Information on whether the results were from patients or troubleshooting data was requested but not provided. The first sample's initial ca 19-9 result was 300.4 u/ml. Then repeat result was 200.3 u/ml. The second sample's initial ca 19-9 result was 947.7 u/ml. The first repeat result was 1000 u/ml accompanied by a data flag. The second repeat result was 691.2 u/ml. Information on whether the discrepant results were reported outside the laboratory was requested but not provided. Information on whether there were any adverse events was requested but not provided. The ca 19-9 reagent lot number and expiration date were requested but not provided. A definitive root cause could not be determined with the information provided. Performance testing was within the acceptable range and the measuring cell was replaced. After replacing the measuring cell, the precision data was within the acceptable level. As the performance data was ok, it would be expected that the measuring cell should have been ok. The reason for the improvement of the data after the measuring cell was replaced is probably due to the flowpath being cleaning during the measuring cell conditioning process. Since the issue was only seen for a limit number of assays, a contamination issue could have been the cause.

Manufacturer narrative:
This event occurred in (B)(6).